Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the euphora rx ptca balloon catheter survey results from an interventional cardiologist in practice 3 years. In the past 12 months the physician has used euphora rx 190 times and euphora rx (1.50 x 6 mm) and (other intermediate sizes) sizes were used. The following complications adverse events/effects were encountered using the euphora rx product over the last 12 months: 1 mi, 2 hypertension, 2 coronary artery spasm, 1 occlusion and 1 dissection are events related to a pre-existing condition or comorb idity. 1 stroke event, 4 dissection,1 arrhythmia, 1 occlusion, 10 restenosis, 1 hematoma are events related to the procedure but not directly to euphora rx. The following device complaints were encountered in procedure when using the euphora rx product over the last 12 months: 1 balloon burst and 1 balloon leak had impact on procedure, but no clinical/patient impact.